Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported patient was implanted with a right stryker knee, and is experiencing pain, and hears clicking sound. Patient has been seen by a couple of doctors who suggested components might be loosed.

Manufacturer narrative:
An event regarding loosening involving a triathlon ps insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿no x-rays are available for review and there is no follow-up subsequent to (B)(6) 2013. There is no documented evidence for the complaints noted in the event descriptions in the right knee [¿] there is no evidence that factors of faulty component design, manufacturing or materials were responsible for the clinical problems described in the event descriptions of the bilateral total knee arthroplasties in this case.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The following devices were added to this report: triathlon symmetric x3 patella; cat# 5550-g-360; lot# t428; tri ts baseplate size 6; cat# 5521-b-600; lot# zmpf; triathlon ps fem component, cemented; cat# 5515-f-502; lot# fmre; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mct02.; it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience.

Event description:
It was reported patient was implanted with a right stryker knee, and is experiencing pain, and hears clicking sound. Patient has been seen by a couple of doctors who suggested components might be loosed.